Manufacturer narrative:
Received one device. Customer issue was not duplicated. Pump works as intended. Visual and functional test was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an air alarm. There was no reported patient involvement.